Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2024 , that on (B)(6) 2024 , the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024 . The patient experienced a skin reaction the day the sensor was inserted in the abdomen. The patient developed blisters under the sensor patch. Prior to sensor insertion the area was prepped with alcohol. On an unspecified date, the patient consulted a dermatologist who prescribed mupirocin topical ointment and an unspecified oral medication. At the time of contact, it was indicated that the patient still has blisters. Of note, photos were provided however it was related to bleeding. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available. No additional event or patient information is available.